Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an rx locking device and biopsy cap was used in the duodenum during a endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2016. According to the complainant, during introduction of the biopsy forceps, the sponge of the biopsy cap had detached and was stuck in the scope. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.